Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of lens corrosion: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of presence foreign material: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope presented white foreign objects in the air water cylinder, air water tube and bending section rubber and corrosion in the light guide lens. There was no patient involvement.